Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ofessure ¿ located in the stumps of the fallopian tubes') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain\ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with tinidazole (tindamax) and surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, urinary tract infection, vaginal infection and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, cystitis, vaginal discharge, vaginal haemorrhage and pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bleeding, bladder/urinary problem. Insertion details- right fallopian tube. 4 coils of implant visible within the uterine cavity. Left fallopian tube. 6 coils visible within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, abdominal pain, vaginal infection. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received: reporters were added. New events- abnormal bleeding (vaginal), urinary tract infection, vaginal infection, nickel allergy, dyspareunia, leg pain, migration of essure ¿ located in the stumps of the fallopian tubes, were added. Lab test was updated. Outcome was uodated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, cystitis and vaginal discharge had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received new events added: dysmenorrhea (cramping), pelvic/ abdominal, back pain,menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder infection, vaginal discharge were added. Lab data was added. Outcome of event pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.